Manufacturer narrative:
Pr (B)(4). Initial MDR. A follow up will be submitted if additional information becomes available. Patient problem code: 2692, device problem code: 2895.

Event description:
It was reported that a hair was found in the package.

Manufacturer narrative:
One photo was received by our quality team for evaluation. Upon visual inspection, a hair inside the original unopened package was observed; therefore, the incident could be verified. A device history record could not be evaluated as the lot number is unknown. Based on the investigation, the most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. The process has certain manual processes that may result in hair on the product. The procedures / process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers; if worn improperly it could lead to the reported issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
It was reported that a hair was found in the package.